Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found bilateral leg pain. Worse with weight bearing and swells, limp. Radiolucent lines around medial tibial and proximal tibia concern for potential loosening. No evidence of fracture. Negative infection pre-revision work up. Tibia component grossly loose. Synovitis was significant, and synovectomy performed. No complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records for this event were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent primary right tka. Subsequently, the patient was revised due to pain tibial loosening approximately 4.5 years post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 183110 - femoral component - 598710. 183624 - bearing - 196620. 141205 - tibial locking bar - 954290. 402283 - cobalt bone cement - 578730. 402283 - cobalt bone cement - 221710. 402283 - cobalt bone cement - 062660. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent primary right tka. Subsequently, the patient was revised due to tibial loosening approximately 4.5 years post implantation. Attempts have been made and no further information has been provided.